Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded device plunger skimmed over the top of the intraocular lens (iol). When this issue was fixed, the front haptic was advancing incorrectly (loading issue) and was bent/ broken. There was no patient contact with the patient's left eye. The procedure was completed using another johnson & johnson lens of same model and diopter. No further information was available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: feb 1, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue inside of the cartridge. Inspection of the outer assembly revealed that the lens was received stuck inside of the cartridge and that the lens was overridden by the plunger rod; cartridge tip damage was observed. The handpiece was disassembled and, no assembly issues were observed. The lens couldn't be removed from the cartridge without damaging it or the cartridge. Therefore, no product evaluation could be performed on the lens. The complaint issues haptic damaged and advancement issue could not be confirmed. The complaint issue override could be confirmed; however, it may be attributed to an inadequate amount of ovd, suggested by the trace amounts of viscoelastic residue inside of the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.